Event description:
Cause of death "pacemaker failure" on death certificate. Not further defined. Additional info from health professional at hosp indicated the pt had severe congestive heart failure and was on a transplant list. Suspected the pt experienced severe ventricular tachycardia that the implantable cardiac defibrillator could not treat adequately. Request by hosp for print out from device at time of death was not acknowledged.